Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer stated that customer had broken belt clip as it fell on ground. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Test infusion set/p-cap locks in properly. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay and minor scratches on case, however no damage on belt clip rails. (B)(4).